Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user could not pair a continuous glucose monitoring sensor with the ilet, and the ilet displayed ¿sensor already in use¿ and ¿sensor incompatible¿ messages after the family started the sensor in the manufacturer¿s app instead of the ilet app. Troubleshooting identified that the sensor on hand was a freestyle libre 3 rather than a freestyle libre 3 plus, which is incompatible with the ilet. Symptoms included no reported adverse physiological effects and no change in blood glucose status during the call. Outcomes included replacement coordination through the cgm manufacturer and education to initiate compatible sensors only through the ilet app. Investigation included remote technical troubleshooting, software update, device setting verification, and manufacturer handoff. Investigation of this case revealed user setup error and use of an incompatible sensor model as the cause of the incompatibility alerts. It was concluded that the event was due to incorrect sensor selection and initiation outside the ilet app, not a malfunction of the ilet.